Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the male luer lock (female connector) and main body of a minicap transfer set. This was observed when the patient was disconnecting from the machine during peritoneal dialysis (pd) therapy. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the sample was received for evaluation without a minicap. A visual inspection with the naked eye and magnification noted the female connector separated from the light blue main body. There was evidence on the female connector indicating the insert chip was present during the assembly process. The reported condition was verified. The cause of the condition is due to inadequate solvent application to the main body during the manufacturing process. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.